Event description:
It was reported that a drop in sensing and increase in the pacing threshold were observed about 57 months after implant. The impedances were acceptable. Signs of abrasion were seen in the fork area. No deterioration of the patient&#62688;state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The lead had been cut through about 13.5 cm distal of the is-1 connector pin. Both fragments of the lead were returned for analysis. It is likely that the lead was cut during the explantation. The returned fragments were analyzed visually and electrically. During the analysis, fraying of the insulation about 6.5 cm distal of the is-1 connector pin could be seen, as was mentioned in the clinical complaint description. This damage can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for an unfavorable position of the lead in relation to the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, it was noted that the inner conductor helix was kinked between the tip electrode and the ring electrode and that the distal shock coil was deformed. A severely twisted inner conductor helix was found close to the is-1 connector pin. These damages are probably a result of the explantation process. The measurement of the direct current resistances of the electrical conductors proved to be unremarkable. There were no indications of material defects or manufacturing errors.